Manufacturer narrative:
H6: 4756 (appropriate impact term/code not available): laryngoscope. The product involved in the report has not been returned. A review of the device history record is in-progress. All information reasonably known as of 08 jan 2025 has been included in the health authority report. Should additional information be obtained a follow-up health authority report will be provided. The information provided by airlife. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to airlife. Airlife has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the airlife complaint database and is identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that a airlife product is defective or causes serious injury. The complaint of "unable to appropriately uphold tongue given width of blade" regarding an unknown laryngoscope was not confirmed. The design change is currently in process and has not been released to customers yet. A risk assessment was performed, and the ultimate risk was determined to be medium but does not require reporting to the CAPA review board. There have been 25 other complaints regarding the same part and a similar issue within the 24 months preceding the reporting of this issue. A resolution letter was sent to the customer. Complaints will continue to be monitored for possible trends.

Event description:
Unable to appropriately uphold tongue given width of blade.

Event description:
Unable to appropriately uphold tongue given width of blade.

Manufacturer narrative:
H6: 4756 (appropriate impact term/code not available): laryngoscope. The product involved in the report has not been returned. A review of the device history record is in-progress. All information reasonably known as of 08 jan 2025 has been included in the health authority report. Should additional. Information be obtained a follow-up health authority report will be provided. The information provided by (B)(4). Represents all. Of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to (B)(4). (B)(4) has no independent knowledge of the event reported but is relaying the information that was provided by the user facility. Where the incident occurred. This product incident is documented in the (B)(4) complaint database and is identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that a airlife product is defective or causes serious injury.